Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. One event was confirmed during testing; however 3 devices were out of specifications. Three devices were found to be affected by corrosion. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device ran without user activation. Three reported events had no patient involvement; no patient impact.